Event description:
Boston scientific received information that this right ventricular lead and device displayed a high out of range shock lead impedance measurement. The physician was provided with this information and will further monitor this issue. No adverse patient effects were reported.

Event description:
Subsequently, further high out of range measurement were obtained. An internal technical service (ts) consultant was contacted as the shock impedance measurements have fluctuated from acceptable to out of range. Ts explained the fluctuations are likely due to the patient condition and their ionic balance. Additional information was provided that the pocket appears loose. It was thought this may explain the increased shock impedance fluctuations.

Event description:
Additional information was received. No system integrity testing was performed. The physician is aware that the shock impedance measurements fluctuate. No further information was available regarding whether the device was loose in the pocket.

Manufacturer narrative:
(B)(4). As of this date, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this lead and device remain implanted and in service. Should additional information become available, this event will be updated.